Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the home button on the system controller did not work properly. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the home button on the system controller not working was not confirmed. The system controller (serial #: (B)(6) was not returned for analysis. Provided information indicated that the controller will not be returned for evaluation and there were no further issues following the exchange. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ describes the system controller user interface, highlighting the system controller buttons: display button, silence alarm button, and battery button. ¿the display button activates the information display on the screen. Press and release the display button to display information about pump speed, power, flow, pulsality index, and the charge status of the system controller¿s 11 volt lithium-ion backup battery. The display button is functional only when a system controller is in use¿. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.